Event description:
The event involved a plum 360 driver new french where the customer reported that it was unable to connect. Additionally, the customer stated that he was made aware of the problem when the device was received from cardiology for software update but, unable to connect to the network via wifi or cable, unable to load library and certificates. There was no specific error on the screen and no alarm when the problem occurred. He tested the pump and reproduced the error. There was no patient involvement and no patient harm.

Manufacturer narrative:
E1 - initial reporter phone has an extension (B)(6). Received with swollen battery and damaged front and rear case. Customer complaint does not work on wireless and wire is not confirmed. Connectivity test pass.